Event description:
With the optiflow junior 2, the coiled tubing came out of the nasal cannula. Staff attempted to put the cannula back together but it was not working and the coiled tubing would not stay in the cannula. This is the first known issue of this product and it reached the patient but caused no harm. FDA safety report ID# (B)(4).